Event description:
As a pt was being wheeled on a flat surface, the plastic spokes of the two front wheels popped out simultaneously, causing the wheelchair to stop. The resident fell forward out of the wheelchair and received multiple contusions.